Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing issues with the eyes, skin rash, problems with recall and headaches. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging with the eyes, skin rash, problems with recall and headaches related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found pil observed an unknown dust contaminant inside the blower box at the air inlet. An unknown contaminant was observed on the top enclosure, in the iso port of the rear panel, and on the front panel. An unknown dust contaminant was observed on the top enclosure, front panel, rear panel, and bottom enclosure. An insect was located on the bottom enclosure. An unknown dust contaminant was observed on the blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. The manufacturer found no evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found one error. The manufacturer concludes the device has pil observed an unknown dust contaminant inside the blower box at the air inlet. An unknown contaminant was observed on the top enclosure, in the iso port of the rear panel, and on the front panel. An unknown dust contaminant was observed on the top enclosure, front panel, rear panel, and bottom enclosure. An insect was located on the bottom enclosure. An unknown dust contaminant was observed on the blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. There was no evidance of sound abatement foam degredation. Section d8, d9 and h3, h6 updated in this report.